Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products : 5024m implantable pacing lead (B)(6) 1999, 5076 implantable pacing lead (B)(6) 2003, 6949 implantable tachy lead (B)(6) 2006, aexch202040 stent graft (B)(6) 2009, bfxch2816135 stent graft (B)(6) 2009, iexch162085 stent graft (B)(6) 2009, ixw1612c75xh stent graft (B)(6) 2009. (B)(4).

Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.